Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause was not chosen due to lack of information. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed due to lack of information. The device was not returned.

Event description:
It was reported that unexpected challenge(s) were experienced while using the intermittent catheter. The representative stated that they believed that a particular intermittent catheter was a manufacturing problem because the others were ok.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that unexpected challenge(s) were experienced while using the intermittent catheter. The representative stated that they believed that a particular intermittent catheter was a manufacturing problem because the others were ok.